Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the left diagonal with the use of a non-abbott device. The graftmaster stent could not reach the site of the perforation due to the tortuous and calcified vessel with a previously implanted stent; balloon dilatation was performed and an unspecified stent was placed. There was no reported adverse patient sequela. The patient outcome was noted as fine. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.